Event description:
The customer alleged while performing a pre-patient test on the 7200 series ventilator the audio alarm did not function. The nellcor puritan-bennett customer support engineer (npb cse) verified the reported problem, inspected the device and tightened the fuse holder on the 12vdc alarm voltage line. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.